Event description:
Patient's chemo ran over 22 hours instead of 24 with correct rate programmed. Patient ordered for cytarabine to be run at 41.7cc/hr for a 1l bag. Pump beeping at 22 hours with air in line. Pump reading volume infused of 919mls. Pump confirmed to have correct settings. Contacted pharmacy and drug confirmed to be made correctly. Pump was taken out of service once pharmacy made aware of early completion. No harm to patience. Pump placed out of service manufacturer response for IV infusion pump, spectrum iq infusion pump (per site reporter) next call scheduled with baxter. Recent pump update shared to our system by baxter.